Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was shocked while walking into walmart. At the time of the call the rep was not permitted by the patient to turn the system on to see if the issue was still occurring or measure impedances. The rep indicated that there was a planned revision on the day of the call which was planned prior to the shocking incident for pain at the pocket site. The patient had previously told the rep that they feel like the ins moves and like it wants to flip. The shocking issue was reported to have been caused by the patient walking into walmart and the shock caused the patient to drop to the ground. According to the rep the patient needed assistance to get up and turn their device off. Reportedly it was 5 minutes before stimulation could be turned off and the electrical current was described as going down the patient's right groin. While the patient was with the healthcare provider (hcp) the pocket pain reported could not be replicated and the hcp could not get the ins to move with manipulation of the ins. The date of onset of the pocket pain was unknown, but the shocking was reported to have occurred in the last month. Additionally, it was reported that the patient has lost 10 pounds since implant and there had been a previous stimulation increase at walmart and other stores, but not at the courthouse. During the revision impedances ranged between 1239-1637 on program 2 which was 1-, 3+, 210 pulse width and 14 hz on 0.9 amplitude. It was planned to use a new lead and the same ins in the revision. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.